Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It has been reported that during the trialing process of a knee arthroplasty, the provisional fractured.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Returned articular surface provisional confirms that the device has fractured into multiple pieces and some small fragments were not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Provisionals are subjected to wear and damage due to use and this is addressed in package insert instrument/provisional use, care and sterilization. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.